Event description:
In this event a dental assistant reported that a pt's tooth became mobile and unstable while wearing an mtm aligner. The dentist indicated that the pt's mouth was intruded by at least 3mm and was also mobile. The dentist has seen the pt, subsequently and reports that the teeth are regressing, but the mobile tooth is slowly stabilizing. The pt is not currently wearing an aligner. The dentist stated that only aligners 4 to 6 were given together and the rest were on consultation.

Manufacturer narrative:
Etiology of the reported tooth mobility would be difficult to assign exclusively to the mtm aligners even if accelerated treatment occurred. No periapical radiographs were offered as a means of diagnosing mobility, location of crestal bone, root problems or traumatic endodontic abscess. Because eval of the product involved is not possible as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a study structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 part 803. The device was not returned for eval. However, a DHR review was conducted with no discrepancies noted.